Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call of excessive no delivery and motor error from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that his reservoir leaked 3 to 4 times at the end of change of infusion set. The customer also woke up with a motor error. The customer reset the pump and did not receive alerts. The insulin pump will not be returned for analysis.